Event description:
During ankle arthroscopy procedure, the probe was laying next to the patient's ankle on bare skin. After surgery, the patient complained of ankle pain and the nurse realized that the skin had been burned down to the bone. The nurse thinks that the doctor may have stepped onto the foot pedal to start the probe, however this cannot be confirmed.